Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and valve assembly were received for product evaluation. The sheath was subjected to visual analysis and flattening was noted on the sheath from 33 cm to 34 cm from the sheath hub. The outer jacket of the sheath tip area was found to be stretched greatly and deformed some buckling was also noted between the d-wire coiling. The sheath tip had fish mouthed and it was noted that the black portion was wrinkled, and the circumference had collapsed inward making the ID smaller than intended. The sheath inner diameter was measured at 2.159 mm which is within specifications. No other damage or anomalies were noted on the device. The complaint can be confirmed for sheath mechanical damage. The exact cause of the event cannot be determined however it is likely that some of catheter balloons were not properly deflated prior to removal or partially inflated during insertion, likely deforming the sheath tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the r2p device was used in the involved case. They first started with a planned right femoral access and he was unable to access on the right. They moved to the left and was unable to access on the left femoral so then they attempted the left radial. Access was gained with a terumo 119 cm r2p sheath. The case was extremely difficult with a couple of balloon and stent exchanges. Ultimately at the end of the case when they pulled the sheath, the black tip was partially separated from the sheath itself. The items went through the r2p sheath before an item would not cross and they continued the exchanges here to depict when the r2p sheath was exchanged for a regular destination sheath. Stiff, straight 260cm .035 wire, navicross astato .018/300 cm wire, mustang 8 x 80 percutaneous transluminal angioplasty (pta) left common iliac express ld 7 x 37. Deployed a mustang 8 x 80 would not go through the sheath, was going to post dilate mustang 7 x 20 for post dilation. Redirected the wire and sheath to right leg navicross in for wire exchange long .035 wire back in mustang 7 x 20 pta right common iliac. Redirected the wire and sheath back to left leg. Mustang 8 x 80 would not cross to pta more proximal express ld 8 x 27 would not cross to deploy. Exchanged r2p sheath for 90 cm 6 fr destination sheath and completed case. Obviously, all items were exchanged after use before the next item was inserted. Very difficult case, lots of exchanges. It was later noted this tip looked damaged while it was on the back table. The patient was stable, and the procedure was successfully completed. There was no patient injury, medical/surgical intervention required. Additional information was received on 22march2021: the procedure was a bilateral iliac repair.